Event description:
A loss of therapeutic effect was reported following an unrelated medical procedure. Loss of bladder control was reported. It was reported that the patient "has always had leaking issues" but felt the symptoms had gotten worse as of the date of the event. The patient was not feeling stimulation as before. Patient stated she used to have "programs that were unbearable because they were too strong", but now there was "nothing that is too unbearable." It was reported that the patient had osteoporosis, rheumatoid arthritis, and osteoarthritis. The patient had pain in her left hip for over one year and had difficulties sleeping. The implantable neuro stimulator (ins) was located on her right side. The health care professional (hcp) stated that the patient had a "large bladder." The patient had seven different surgeries and had two bladder tacks. The patient had three different "plugs" inserted into her urethra to help control urine flow. The first plug was inserted in 2010, but this was not effective and the second one was inserted one month later. A test was described (but not identified by name) where stickers were placed on her body and the hcp inserted pins into her body. A subsequent test was described (but not identified by name) where the patient's nerves were tested where an hcp inserted needle probes on her left side. During this test, the machine attached to the needles "made a loud, electronic beeping sound." The ins was on during the test. The most recent urethra plug was inserted three weeks ago. The patient had to catheterize a few days after having the procedure. It was stated that stimulation wasn't helping, but that the plugs seemed to help somewhat with the leaking. The patient stated that her ins was on program 3 at a setting of 0.7, which was "unbearable" before she had the tests done. Patient initially wasn't feeling stimulation but then later stated she felt a little bit of stimulation in her rectum area. Patient stated that when she increased stimulation to 1.0 she felt the stimulation in the "bike seat area" and described it as "comfortable." The patient was redirected to her hcp to discuss her ins settings and symptoms. Additional information received reported the cause of the event was nerve testing that the patient had undergone. There were no abnormal impedance measurements. No surgical intervention had occurred and it was indicated that there was no injury.

Manufacturer narrative:
Product ID 3093-28, lot#, serial# (B)(4), implanted: (B)(6) 2010: product type lead. Product ID 3037, lot#, serial# (B)(4): product type programmer. (B)(4).